Manufacturer narrative:
Patient date of birth reported only as 1963. This report is for 1 broken screw part and lot number unknown, lot number not visible on returned product. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: four months after treatment for an open distal radius and ulna fracture the patients pain was reported to be getting worse. A control x- ray revealed a plate rupture and underlying pseudarthrosis was revealed from a CT scan. This report is for 1 broken screw part and lot number unknown this is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the complaint handling unit of synthes sent one broken plate made of pure titanium and one screw made of titanium alloy for failure analysis. The screw broke below the screw head. The investigation included the inspection of the manufacturer documents, technical drawings and the raw-material inspection sheet of the supplier. The fracture surfaces (proximal fragment) of the plate and the screw head were investigated by scanning electron microscopy (sem). The chemical composition of the screw was tested by edx (qualitative). The screw was found to be made of ti6al7nb-alloy. Based on this result we can conclude that the chemical composition of the screw is in compliance with the international standards iso 5832-11 and astm f1295 for implants made of ti6al7nb-alloy. The dimension of the investigated screw was measured and was also found to be in compliance with the technical drawings of the producer and ao/asif specifications. The thread diameter was 2.37 mm. Weakly visible macroscopic lines of rest at the screw head are documented and are a sign for a fatigue failure. The screw shaft also showed bony residues and mechanical damage from the explant procedure. The fracture surface of the screw head is strongly abraded and additionally impaired by secondary corrosion. It does not allow any further conclusion regarding the fracture behavior. Sem observations and macroscopic examination showed that the implants failed because of fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to moderate alternating bending loads (one sided). Constantly alternating bending loads led to the fatigue of the material, then to multiple cracks (screw only one crack observed) and subsequently to fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.